Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported that during a biopsy procedure, the device allegedly self-activated. There was no reported patient injury.

Event description:
It was reported that during a biopsy procedure, the device allegedly self-activated. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one maxcore biopsy needle was returned for evaluation. Functional testing was not completed due to the received condition of the needle (incidental bend). An x-ray was taken and showed incomplete cannula tang engagement, and upon disassembly it was noted that both bumpers were bent within the device housing. Therefore, as functional testing could not be completed, the investigation will remain inconclusive for the alleged self-activation. It is possible that the bent bumpers and incomplete tang engagement contributed to the reported self-activation. However, the definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.